Event description:
It was reported by the biomedical engineer that all light emitting diodes were flashing and a buzzing sound occurred when the heating/cooling unit was turned on. No other details regarding the nature of this event were provided.

Manufacturer narrative:
This complaint is confirmed by the field service rep. After three communication printed circuit boards (pcbs) that plug into the main pcb were re-seated, the unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.